Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed initially without incident. Approx five mos post-procedure, the pt returned with vaginal drainage and vaginal dehiscene of the sling material. The sling material was removed without incident. No further info regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis will be performed. Co's directions for use outline as potential complications: "loss of suture support may produce dehiscence at the implant wound site...loss of fixation and/or visualization of implanted graft materials."